Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, granuloma, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, foreign body granuloma, and capsular contracture baker grade IV.

Event description:
Patient reported rupture, pain, lump and swelling, seroma, foreign body granuloma, and capsular contracture baker grade IV via MRI. Healthcare professional reported hardened breasts, with frequent local pain and retraction, without improvement with clinical treatment, compatible with backer grade IV capsular contracture, seroma in the left implant. This record is for a left side. Device remains implanted.